Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 20 mm watchman flx pro closure device was implanted successfully after meeting release criteria. At the 45-day follow up transesophageal echocardiogram (tee) the physician noted that the closure device was too distal in the laa, no longer meeting the position category of the release criteria. The physician is requesting intra-op and follow-up images to make a comparison. The patient is stable and no further action is planned as of now.